Event description:
The customer reports during an unspecified procedure using an evis exera iii duodenovideoscope and a single use distal cover, upon withdrawal of the scope at the end of the procedure the single use distal cover came off the scope and was unlocatable for hours but eventually found in the patient¿s mouth. The patient was under anesthesia for an additional two hours due to this. The physician did not withdrawal the scope. The scope was withdrawn by a technician. An unspecified balloon and wire were still in the scope upon withdrawal. The customer is not returning the devices for evaluation. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.